Manufacturer narrative:
Block b3: approximated based on the date the manufacturer became aware of the event.

Event description:
It was reported that the patient felt an increase warmth from the battery while charging and was causing discomfort. It was also noted that the ipg could not reach a full charge and the patient was frequently charging the ipg. The patient underwent an ipg replacement procedure and was doing well postoperatively. The explanted ipg will not be returned.